Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported advantage blood glucose results of 65 mg/dl, 180 mg/dl, and 121 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.